Event description:
Pt presented to their doctor with swelling and drainage to the right knee. Cultures & gram stain of the fluid showed methicillin resistent staph aureus. (Status post right total knee x 4 years). Voluntary radical debridement of right total knee was performed. During procedure right tibial bearing component was found to be excessively worn and was explanted. Device was given to biomet rep for examination by the company.